Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery hook instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the yellow part enclosing the hook of the permanent cautery hook instrument melted, and then the hook came apart from the yellow part outside of the patient's anatomy. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.